Event description:
It was reported from the patient recalling an event that occurred a few years ago, where she had received 19 shocks and was taken to the emergency room via ambulance. The rhythm that the device delivered therapy for was unknown, however the device battery had decreased four years when that happened which would be expected. The device remains in-service. No adverse patient effects were reported.